Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'the accuracy and safety of fluoroscopically guided percutaneous pedicle screws in the lumbosacral junction and the lumbar spine' in the bone and joint journal 2015; 97-b:1111¿17, was reviewed. This was a retrospective evaluation study undertaken in two study populations involving 203 patients (mean age 58.8 years; 16 to 91, 103 male, 100 female) and 880 lumbosacral junction and lumbar percutaneous pedicle screws. Surgeries were performed between january 2008 and december 2012 in consecutive patients. Mantis systems were used in all cases. Screws with perforations were classified into two types. For medial, lateral, superior and inferior perforations, the pedicle perforations were assessed using gertzbein and robbin¿s classification as modified by rao. For anterior perforations, the pedicle perforations were assessed using a modified grading system. Grade 2 perforations were considered to have possible complications and grade 3 were considered critical perforations with a high risk of early or late complications. There were a total of 48 lateral perforations, 22 anterior perforations, 11 medial perforations, 4 superior perforations and 2 inferior perforations. This report captures 83 instances of perforation about which additional detail is not provided.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'the accuracy and safety of fluoroscopically guided percutaneous pedicle screws in the lumbosacral junction and the lumbar spine' in the bone and joint journal 2015; 97-b:1111¿17, was reviewed. This was a retrospective evaluation study undertaken in two study populations involving 203 patients (mean age 58.8 years; 16 to 91, 103 male, 100 female) and 880 lumbosacral junction and lumbar percutaneous pedicle screws. Surgeries were performed between january 2008 and december 2012 in consecutive patients. Mantis systems were used in all cases. Screws with perforations were classified into two types. For medial, lateral, superior and inferior perforations, the pedicle perforations were assessed using gertzbein and robbin¿s classification as modified by rao. For anterior perforations, the pedicle perforations were assessed using a modified grading system. Grade 2 perforations were considered to have possible complications and grade 3 were considered critical perforations with a high risk of early or late complications. There were a total of 48 lateral perforations, 22 anterior perforations, 11 medial perforations, 4 superior perforations and 2 inferior perforations. This report captures 83 instances of perforation about which additional detail is not provided.